Event description:
It was reported that during a laparoscopic gastrectomy, it was found that the tip of the tissue pad was missing in about 3 hours. The piece was not found though it was searched inside and outside the patient. The possibility of persisting piece inside the patient is not denied. The device was activated properly before the event.another device was used to complete the case. The patient condition is stable. One device will be returning.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted, and a small portion was not returned. It was also noted that there was lot of dried body fluids. The device was connected to a test handpiece and generator and it activated during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.